Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: there was no activity related to reported complaint observed in the pump history. There were no alarms related to the complaint; loss of prime warnings were not observed in the black box. The force readings were observed to be normal. During evaluation, the rewind, prime and load steps were successfully performed on the pump with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours; no loss of primes occurred. The pump was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.